Manufacturer narrative:
On october 14, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, no apparent damage was observed on the returned device. However, a blue coloration was noted on the shell. Leak testing was performed and a tear was revealed at the juncture of the shell and patch on the posterior view. Microscopic examination was performed, and the cause of the rupture could not be identified. Multiple attempts have been made to obtain clarification regarding the blue coloration in the device. Response has been received by the customer indicating that there is no information available of why the device is blue. As stated in the product insert data sheet, is contraindicated to place drugs or substances inside the device other than sterile saline for injection since this could compromise the product integrity. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent primary breast reconstruction with 650cc mentor cpx 4 breast tissue expanders and experienced deflation on the right side postoperatively. As a result, the patient underwent device removal on (B)(6) 2020.